Event description:
It was reported that while this device was being prepped for an angioplasty procedure, a pinhole was observed in the balloon of this device. The device was not used in the procedure. The device is being returned for analysis.